Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib coil. Impedance variation was also noted. The lead remains in use. No patient complications have been reported as a result of this event.